Manufacturer narrative:
Device received with blank flashing white display due to corroded electronic assemblies. Device received with corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify audio/vibrate anomaly, low reservoir anomaly, and critical pump error (open book image) due to blank flashing white display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the open book image on the insulin pump screen and the insulin pump beeping and it did not stopped. The customer¿s blood glucose level was 148 mg/dl. Customer also reported that the insulin pump with red x and arrow pointing to a manual. Customer stated that the low reservoir. Troubleshooting was performed. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and refer to backup plan. The device will be returned for analysis.